Event description:
It was reported that "medfusion firmware remediation market action 240307-002436". There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
No information has been provided to date. One device was received. No physical damage was noted. No problem was found during functional testing. Performed software download 1.6.5 and performed calibration, functional and flow delivery testing. Device passed all testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-02466 and any reports associated with it.